Manufacturer narrative:
The manufacturing records were reviewed and no relevant nonconformities were found. .

Event description:
It was reported to nevro that the patient passed away. The exact cause of death was unknown, but the physician did not believe the cause of death to be device-related. There were no reports of device-related issues from the patient and therapy had not yet been activated prior to the passing.